Manufacturer narrative:
Result: screw mount stripped out, cracked from dropping unit.

Event description:
It was reported that the rear housing was partially open. No patient involvement or adverse consequences were reported.